Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon explanted the device because of an infection. It is not specified what kind of infection the user had.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. This finding was expected, as according to the limited information received from the field the device was explanted due an extrusion of the active electrode into the external ear canal and recurrent cholesteatoma. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The surgeon explanted the device because of an infection. It is not specified what kind of infection the user had.

Event description:
The surgeon explanted the device because of an infection. It is not specified what kind of infection the user had.

Manufacturer narrative:
Additional information: according to the limited information received from the field the device was explanted due to an infection, which was not described in detail. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. The explanted device has not been received for investigation yet.